Manufacturer narrative:
Updated: from c13 - operational problem identified to c0201 - electrical/electronic component problem identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported problem and replaced the erbe integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did receive the da vinci product involve with this complaint to perform failure analysis. During visual inspection, scratches and visible touch up paint were observed on the covering, along with noticeable dents on the grey bezel. The reported problem was confirmed using system error logs, and c33 errors were logged along with m36 errors. During testing, the erbe unit displayed error c33 upon startup. The probable root cause could not be established.

Event description:
It was reported that prior to the start of a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, prior to port placement that the customer initially experienced an error c-00 with the erbe, which interrupted activation and persisted after a power cycle. The customer was uncertain about having the correct cable. Later, the customer called back with trouble connecting the force triad to the system, but after installing an endoscope, the energy device became functional. The technical service engineer reviewed the system logs which indicated a c-33 error on the erbe, suggesting an internal burned-out diode. The procedure was completing as planned.